Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes and powered on. According to the rptr, the device alarmed low battery and powered down. Batteries from another device at the scene were immediately called for and used and no adverse effects to the pt were reported as a result of the alleged malfunction.